Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation, there was liquid contamination on the battery board, which resulted in a thermally damaged q1 current-controlling transistor on the bedside board. The cause for the test failure was isolated to the contaminated battery board and the damaged q1 component. The root cause of the damaged q1 component was unable to be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that it was unable to charger a battery.